Manufacturer narrative:
This is one event for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event and subsequently expired two days later. It was reported that the event occurred due to the administration of the product during dialysis treatment.